Manufacturer narrative:
Device is a combination product. Device evaluation by MFR: promus premier ous mr 32 x 2.50mm stent delivery system was returned for analysis with the product mandrel inserted through distal tip. A visual examination of the stent found signs of stent damage. Stent struts in the 10th strut row distal from the proximal end of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement . The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25may2020. It was reported that advancing difficulty was encountered. The 70-90% stenosed target lesion was located in the severely calcified left coronary (lc) artery. After pre-dilatation was performed with an unknown 1.5x2.0x2.5 balloon catheter, a 32 x 2.50 promus premier drug-eluting stent was advanced but could not reach the lesion. Pre-dilatation was performed again with the support of a microcatheter but still the stent could not reach to the distal end of the lc. The device was removed through catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed a stent damage.